Event description:
Patient status post nail, blade and screw implantation, approximately two and a half months ago was discovered to have a cut out of the blade superiorly on an unknown date . Patient was returned to operating room on (B)(6) 2012 and the hardware was removed, patient was revised to stryker hip prosthesis. Surgeon noted patient was implanted at a different facility in chicago, il. This is 3 of 3 reported for this event.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was received.